Event description:
It was reported that this patient experienced two episodes of inappropriate shocks and was hospitalized. The physician concluded the patient had a severe electrolyte imbalance which worsened their atrial arrhythmia. The atrial arrhythmia had been rapidly conducted into the ventricle, which resulted in the inappropriate therapy. The physician elected the reprogram the device and continue with rate control medication to resolve the event. The system remains implanted and in service. The patient was stable with no additional adverse consequences.